Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Further details were requested from the study coordinator, but not provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on june 12, 2024, through a change report from the viedoc vsx 20-03 study database: on (B)(6) 2023, this 55-year-old male patient underwent endovascular treatment for occlusion in the right superficial femoral artery. The patient was treated with two gore® viabahn® endoprosthesis with propaten bioactive surface devices and one abbott stent placed in the superficial femoral artery. The gore® viabahn® endoprosthesis with propaten bioactive surface devices were successfully navigated to the intended location and successfully deployed. During the procedure, the patient was noted to experience ¿intra-stent thrombus and spasm of the posterior tibial artery and tibioperoneal trunk¿ that was treated through ¿thromboaspiration with an introducer bringing back fresh clots¿. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure and the patient was discharged to home on (B)(6) 2023.

Event description:
The following was reported to gore on (B)(6) 2024 through a change report from the viedoc vsx 20-03 study database: this 55-year-old male patient was treated for de novo or restenotic lesions in the superficial femoral artery and the proximal popliteal artery as verified by imaging. On (B)(6) 2023, the patient underwent endovascular treatment for occlusion in the right superficial femoral artery and proximal popliteal artery. The patient was treated with two gore® viabahn® endoprostheses with propaten bioactive surface (vsx-devices) and one abbott stent. The exact locations of the vsx-devices remain unknown and they were not implanted overlapping. The gore® viabahn® endoprosthesis with propaten bioactive surface devices were successfully navigated to the intended location and successfully deployed. During the procedure, the patient was noted to experience ¿intra-stent thrombus and spasm of the posterior tibial artery and tibioperoneal trunk¿ that was treated through ¿thromboaspiration with an introducer bringing back fresh clots¿. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure and the patient was discharged to home on (B)(6), 2023. Because of the clotting event daily 14000 iu heparin was prescribed from (B)(6)2023 until (B)(6) 2023.

Manufacturer narrative:
B5 describe event or problem was updated. Neither clinical images enabling direct assessment of product performance, nor the product was returned for evaluation. Further details were requested from the study coordinator, but the requested information was not provided. With the information provided to gore, the root cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: adverse events possible adverse events and complications that may occur with the use of any gore® viabahn® endoprosthesis with propaten bioactive surface or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.